Event description:
It was reported to philips that tempus ls-manual did not w ant to connect with the pads.

Manufacturer narrative:
Catalog item identifier updated. Type of reported complaint updated. Patient code grids updated.